Event description:
After shoulder surgery the 3m split pad (9165v) was removed from the patient's left abdomen and a burn was noticed. It was square-shaped, corresponding to the adhesive edges of the esu pad. The patient was then discharged from the ambulatory unit and no patient complications have been noted.